Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain on left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), menorrhagia ("passing large clots and excessive"), dysmenorrhoea ("pain during period") and flank pain ("flank pain"). The patient was treated with surgery (scheduled for hysterectomy (B)(6)). Essure was removed. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, dysmenorrhoea and flank pain outcome was unknown. The reporter considered dysmenorrhoea, flank pain, menorrhagia, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain on left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), menorrhagia ("passing large clots and excessive"), dysmenorrhoea ("pain during period") and flank pain ("flank pain"). The patient was treated with surgery (scheduled for hysterectomy (B)(6)). Essure was removed. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, dysmenorrhoea and flank pain outcome was unknown. The reporter considered dysmenorrhoea, flank pain, menorrhagia, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.